Manufacturer narrative:
The customer complaint of leakage on item b33276 was confirmed, even though no product samples, pictures, or videos were received for investigation. Based on a lot history review, this lot has been involved in similar complaints. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Updated information can be found in d9.

Event description:
The complaint/event involved a 6" smallbore trifuse ext set w/3 microclave®, 0.2 micron filter, 3 clamps, rotating luer. A medsun medwatch uf/importer report # (B)(4), which stated: "total parenteral nutrition (tpn) filter noted to be leaking. Line switched out." The patient's age is 19 days old. Although there was patient involvement, there was no specific harm to the patient or staff harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e: additional reporting contact: (B)(6).